Manufacturer narrative:
Report date: (B)(6) 2021. There was no patient involvement.

Event description:
It was reported to philips that the device had an alarm led (light emitting diode) failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
H10 the customer contacted a philips remote service engineer (rse) to provide additional assistance with the error code 1105. The fse confirmed the alarm led overlay required replacement. The customer confirmed the v60 error code, 1105, in the significant event log. The rse advised the customer, the recommended repair is to replace the power switch overlay. The customer advised philips to close the case. Multiple attempts to get a responses from the customer to confirm patient involvement and repair status had gone unanswered. H11 it is unknown if the device was in clinical use at the time of the event. There was no report of patient or user harm or impact.